Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels for the last few weeks. The blood glucose reading was 450 mg/dl, which was treated with 9.5 units of insulin. The customer stated that she has arthritis and broke the belt clip when she tried to take a shower. She stated that she had been sick with a sinus infection for the same time frame as the high blood glucose levels. The most recent blood glucose reading was 300 mg/dl. She declined troubleshooting assistance for the high blood glucose levels. Nothing further reported.